Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was hospitalized due to syncope resulting in head trauma. It is unknown if the syncope was related to the abbott lead. Surgical intervention was performed to resolve the event. The type of surgical intervention is unknown. The status of the patient is unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the syncope resulting in head trauma was unrelated to the abbott lead. It was reported that inadequate capture was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.